Event description:
Consumer alleges that his tubular arm rest hardware has broken from the frame on a ct7a wheelchair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.